Manufacturer narrative:
The investigation concluded that the manufacturer's genuine parts were not the cause of this incident. The cable showed clear signs of wear. Marks caused by forceps were also observed. Therefore, we determined that the cable had been handled improperly, contrary to the instructions in the instruction manual. Visible cracks indicated damage that had occurred over a long period of time. The damage did not occur during use and should have been detected by the user during a pre-use inspection. The instruction manual includes instructions regarding pre-use inspections.

Event description:
During the surgical procedure with a da vinci robot, in which the ultrasound probe is inserted into the body through a trocar and hold by a grasping forceps, parts of the cable sheath broke off. There was no clinical impact on the patient. The detached fragments of the cable sheath were immediately visualized on the camera during the procedure and removed without difficulty.

Manufacturer narrative:
We conform the following things: the cable shows significant signs of use and wear, marks from foreceps were identified.